Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to t wave over-sensing. No intervention was performed.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) delivered inappropriate shock. No intervention was reported. Patient condition was unknown.